Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the s1 screw was broken. There was a fragment of the screw remaining in the patient. The patient suffered from back pain post-op and underwent an additional plif procedure.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show a lumbar degenerative construct from l3 to s1 with segmental screws and peek rods. There also appear to be agile type bumpers based upon the markers. The four films that are provided show the markers within the bumpers remaining parallel so that I cannot verify that a rod has broken. The peek rod cannot be seen clearly in these films. One of the s1 screws however is clearly broken in all films. There is an inter body device at l4. With increasing back pain leading to revision and a broken s1 screw, this is reportable. Broken peek rods were clearly verified at the time of revision.

Manufacturer narrative:
Additional info: visual review confirms broken mas bone screw. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Fracture surface damage around area of fracture surface crack propagation noted. Examination of the fracture surface identified a multimodal fracture, with initial region evidence of progressive convex striations (beach marks) approximately 60% of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and a shear lip, consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms major and minor diameter of the bone screw to be within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing of the implant; unable to definitively determine specific root cause of the foregoing event from the available information.